Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty removing the suture could not be tested due to the condition of the device: however, a needle to cuff miss was observed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4: lot number, expiration date. H4: device manufacturing date.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device referenced with the same reported issue is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an endoprosthesis procedure. Reportedly, after all steps in deployment were completed, the proglide devices were removed with the suture stuck in the suture holder on the device. The suture could not be released. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the endoprosthesis procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.